Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia, with cgm out-of-range periods followed by a confirmatory fingerstick blood glucose of 451 mg/dl; the ilet delivered elevated basal insulin, the infusion set had been changed shortly before improvement, and glucose trended down to 180 mg/dl after follow-up. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, no ketone testing, and no assistance required. Investigation included remote troubleshooting and education, manual bg confirmation to rule out cgm malfunction, and follow-up trend monitoring. Investigation of this case revealed no device alarm or component malfunction reproduced, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.